Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient experienced complications with their implant surgery. The patient woke up after the implant surgery in the operating room and was unable to move their lower extremities. The surgeon did a decompression/laminectomy and evacuation of a hematoma. The surgeon then reported that the patient recovered some sensation/movement. The surgeon left the stimulator lead in at this point because the surgeon reported that the lead did not appear to be causing compression of their spinal cord. It was confirmed that the stimulator was off and impedances were within normal limits. The issue was not resolved at the time of the report but the patient was noted to be alive with no injury. Per the surgeon, on (B)(6) 2018 the patient had recovered sensation/feeling in their left leg. The patient¿s medical history includes having a pacemaker, bilateral pain hip to ankles, and leg cramps. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative indicating that the patient regained mobility/sensation per the hcp to another clinical specialist. It was reported that the cause of the hematoma was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction being made to field - product problem is being populated as the previous regulatory report contained information that the ins had discharged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional codes apply to the ins (97715) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the ins and patient controller batteries were completely discharged. Both were recharged sufficiently enough to activate stimulation and educate the patient regarding their use. The patient was complaining of battery site pain and pain around to abdomen bilaterally. No further complications were reported.

Event description:
Patient reported previously documented paralysis following implant, with new information that they are walking now, but it's not good.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2018: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6)2018 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6)2022 repeating reported paralysis and mentioned that they after the implant surgery, they were in the hospital for five weeks and then had physical therapy for about five months. The device was used very little for the first couple years as they had no feeling in their legs and had pain in their right hip and leg that was increasing.